Event description:
Per complaint (B)(4), a patient experienced nerve damage and pain during initial placement of their dental placement. There was no primary stability and the dental implant was removed.

Manufacturer narrative:
Follow-up submitted to report device evaluation.